Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2012.

Event description:
Health professional reported that the use of hylase was requested to dissolve some 'product' under the eyes after receiving an injection (B)(4) to the "deficit" under the eyes, and after it had left "hypotrophy, a grub length of product and a blue tinge." No further details provided. Further investigation is in process. Allergan's approach to compliance is to resolve all doubt in favor of reporting.